Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer had various blood glucose values at different time intervals. Customer¿s blood glucose values were 515mg/dl, 439mg/dl, 500mg/dl, 567mg/dl, 525mg/dl and 505mg/dl. Customer was not feeling well and was just drinking water. Customer corrected with the pump. The drive support cap was normal. Customer did not allege the pump of over delivery. Customer performed high pressure test and no delivery alarm was received. Insulin pump will not be returned for analysis.